Event description:
Post partum epidural catheter was being removed by the anesthesiologist when he met with resistance. The pt was repositioned, and catheter was removed slowly, and a piece of the catheter remained in the pt. A surgical procedure was performed to remove the remaining piece of the catheter. There were no adverse outcomes other than the add'l surgery and cost of the procedure.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.